Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of morphine via an implantable infusion pump for spinal pain. It was reported that the pump was removed in 2014, as it brought the patient's heart rate down too low. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.